Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed urine albumin (ualb) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens healthineers has confirmed a potential for falsely depressed results for a small subset of samples above the measuring interval when using the atellica ch urine albumin (ualb) assay on the atellica ch and atellica ci analyzers. Us customers were notified through an urgent medical device correction (umdc, letter achc26-03.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-03.a.ous) titled ¿atellica ch urine albumin (ualb) ¿ potential for falsely depressed results¿. The communication was directed to all customers who received atellica ch urine albumin (ualb) impacted lots informing them of the issue and providing instructions the customer must follow.

Event description:
The customer reported to siemens an erroneously depressed urine albumin (ualb) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician. The sample was reprocessed manually diluted (1:5) and auto diluted (1:10) on the same atellica ch 930 analyzer. Higher results were obtained, considered correct and one result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to erroneously depressed urine albumin (ualb) result.